Event description:
It was reported that on (B)(6) 2026, a 29mm navitor valve was chosen for implantation, utilizing a large flexnav delivery system. The patient presented with aortic stenosis, bradycardia, atrioventricular (av) block and bradycardia a medical history of hypertension and diabetes, a 4.5mm membranous septum, and there was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted at a depth of 3 mm on non-coronary cusp (ncc) and 4 mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. It was noted that patient experienced bradycardia throughout the case, that the patient was monitored until the end of the case, and a temporary pacemaker was placed prophylactically as the cardiologist stated that they need a permanent pacemaker implant. The procedure was completed. On (B)(6) 2026, a permanent pacemaker was implanted. The patient was reported to be discharged and alive.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported heart block could be due to patient comorbidities. However, this could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor valve was chosen for implantation, utilizing a large flexnav delivery system. The patient presented with aortic stenosis, bradycardia, atrioventricular (av) block and bradycardia a medical history of hypertension and diabetes, a 4.5mm membranous septum, and there was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted at a depth of 3 mm on non-coronary cusp (ncc) and 4 mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. It was noted that patient experienced bradycardia throughout the case, that the patient was monitored until the end of the case, and a temporary pacemaker was placed prophylactically as the cardiologist stated that they need a permanent pacemaker implant. The procedure was completed. On (B)(6) 2026, a permanent pacemaker was implanted. The patient was reported to be discharged and alive.